Event description:
It was reported that the purewick urine collection system was not suctioning properly. The patient need to do troubleshoot because they could not return used system. The patient had been using this product for less than 90 days. Per follow-up via phone on 16dec2022, it was reported that troubleshooting was completed with lms but customer was having issues with placement. Per additional information on (B)(6) 2023, patient said that the machine would not suction patients small urine stream. Per additional information received via form with sample returned on (B)(6) 2023, it was reported that the despite following the instructions, the unit did not work as described. The urine was suctioned away only when the urine stream was strong but for a weak urine stream it backed up back to the wick which causing burning and pain during its use . Also patient experienced urinary tract infection and prescribed antibiotics .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is inconclusive, due to patient anatomy unknown. A potential root causes include inadequate material selection/materials of construction are not biocompatible/material surface is rough, abrasive or uncomfortable. The DHR review did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system was not suctioning properly. The patient need to do troubleshoot because they could not return used system. The patient had been using this product for less than 90 days. As per follow-up via phone on 16dec2022, it was reported that troubleshooting was completed with lms but customer was having issues with placement. As per additional information on 28jan2023, patient said that the machine would not suction patients small urine stream. As per additional information received via form with sample returned on 12apr2023, it was reported that the despite following the instructions, the unit did not work as described. The urine was suctioned away only when the urine stream was strong but for a weak urine stream it backed up back to the wick which causing burning and pain during its use . Also patient experienced urinary tract infection and prescribed antibiotics.